Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. Two days after event onset, the patient was hospitalized for the event. The same day, dianeal therapy was discontinued, the pd catheter was removed and the patient was changed to hemodialysis therapy. Treatment for the peritonitis was not reported. At the time of this report, the patient was not recovered from the peritonitis. No additional information is available as the reporter declined follow up.